Event description:
This patient had had a bilateral revision of a breast reconstruction on 11/04/92. Saline-filled implants were inserted at that time. She developed a pericapsular infection around the right implant which was treated with oral antibiotics but could not be brought under control. The right breast implant was removed intact and apeared to have only some fibrous tissue around it. Multiple cultures were taken; no clear pus was seen.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: unanticipated adverse reaction - short term. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: use of all similar devices stopped temporarily. The device was destroyed/disposed of.